Event description:
Same case as MDR #s: 2134265-2011-05016 and 2134265-2011-05017. It was reported that during preparation for a rotational atherectomy treatment procedure, foreign material was noted on the guide wire. The target lesion was located in an unspecified vessel. During preparation outside of the body, a substance like white wax was noted on the distal section of the 325cm floppy rotawire guide wire. The physician was unable to determine if the white substance was excess lubricant. The procedure was completed with another rotawire guide wire. No patient complications were reported and the patient's status was recorded as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).